Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while bench engineer was performing device analysis the device failed functional testing with electrocardiogram (ECG) leads. As the device was removed from service at the time of the event, the device was not in use on a patient at the time of the event. No patient or user health consequences or impact occurred.